Event description:
The customer reported that the system's monitor was blank and would not display an image. No pt injury was reported.

Manufacturer narrative:
A ge service rep performed an onsite investigation. The interconnect cable needed to be replaced. No further repair info is available.